Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-01849. It was reported the patient was experiencing ineffective therapy on the left side of their body. High impedances were observed. When the patient underwent surgical intervention to address the issue, the extension was tightly coiled, revealing possible patient twiddling. As a result, the patient's right side extension was replaced with no complications. Effective therapy was established post-operatively and impedances returned to normal.

Manufacturer narrative:
Correction: medical device problem code should have included 1291 in the initial report. This correction is reflected in this additional report 1. The reported issue of high impedance was confirmed. The returned lead had all of the contact wires broken at different locations of the lead body. The cause of the reported event is consistent with an overstress condition or sudden event the lead was subjected while in vivo.